Event description:
It was reported by the patient that the implantable pulse generator (ipg) device reached elective replacement indicator and there may have been premature battery depletion. It was also reported by the patient that it was "a real bad pain" having the pacemaker replaced. It was further reported by the patient "I was almost dying" and understood there was "a shield problem" drain on the battery, and that the patient became short of breath with exertion. Therefore, the ipg was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.